Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Event description:
It was reported that the patient, who was a participant in the minerva study, is deceased. The death occurred two years post implant of the device. The cause of death is unknown. The adverse event committed of the study classified the relatedness of the adverse event to the procedure or device as "unknown" and the death has been classified as "unknown".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.